Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigmoid resection procedure, the surgeon commented the anvil seemed too hard to get off device and didn't want to use in procedure. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.